Event description:
On september 1, an amazon customer commented that the product was ineffective and false negative: customer said that the product was a guaranteed negative covid test. Several of customer's family members (the exact number of family members unknown) tested negative with these tests when they clearly had covid as evidenced by other, accurate tests. The products are misleading and thus possibly dangerous as they consistently yield false negative results. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.